Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device detected a gradual increase in shock impedance measurements on the right ventricular (rv) lead over the past year. Current measurements are greater than 125 ohms. All other lead measurements are stable and within normal limits. Boston scientific technical services (ts) suspects the root cause of the clinical observation is lead calcification and recommends monitoring the patient. No adverse patient effects were reported. The device remains in service.